Event description:
Info received indicates, the customer experienced air-in-line alarms. Pt had missed one day (3 doses of medication) but is fine.

Manufacturer narrative:
Reference terminated recall z-1440-2011. This MDR is a result of a retrospective review for reportability.